Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device had bent pins on the battery pca. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, a visual inspection confirmed that the pins on the battery pca were bent and needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted damage. However, a follow up analysis of the returned battery pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The battery pca was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site. No further investigation is warranted related to the resolution of the event.